Manufacturer narrative:
(B)(4). Additional information was received: after the first cartridge fired they removed it and the metal sled remained in the cartridge channel when the green portion was removed. They removed the metal piece and then loaded it again. When they fired it and went to remove it the metal sled was half way detached from the green portion of reload. It came all out but was not properly attached like a "normal" reload. (B)(4). Investigation summary: two pictures were received for analysis. First picture shows a green cartridge on a view below, no cartridge pan is present. Second picture shows a green cartridge on aside view the cartridge pan can be seen separated. Device history lot: the batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an open partial gastrectomy and splenectomy procedure that when removing the reload from the device the metal ¿sled¿ detached from the cartridge and remained in the gun. The metal was removed and a new cartridge was loaded. The metal ¿sled¿ on the second cartridge was detaching on one side of the cartridge. Unknown as to how the procedure was completed.